Event description:
It was reported that following a lung wedge resection procedure, the emphysematous patient was found to have a small leak where the end of one staple line from one firing adjoins the staple line from the next firing. The rep reported that the patient was taken back to surgery to address a larger bleb leak when the smaller leak, where the staple lines adjoined, was identified. The rep reported that surgeon did not think the bleb leak was related to the device. A competitor device was used to staple the leak at the adjoining staple lines. The rep reported that the patient is not stable. No device is available for return.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The following information was requested, but unavailable: what color cartridge was used? Was buttressing material used? Were any issues noted with staple formation in primary or secondary operation? How many firings of device were used? Where did the leak occur? Was it noted mid staple line or at intersection of staple lines?